Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, multiple automatic mode switch episodes (ams) caused due to noise on the right atrial (ra) lead were noted. The patient was seen in clinic. The suggested programming changes were made, but noise was still noted. The patient was stable throughout.